Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstructed fluid supply. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that the water jet line flow of the versajet ii handpiece was too weak, even when adjusted to level 10, and was unable to cut necrosis tissue. Physician decided to change the new hand piece. It is unknown how the treatment was completed or if there was a delay in the procedure. No patient harm reported.